Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged the up arrow, down arrow, and ok keypad buttons were under responsive prior to the keypad missing/peeling. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission: 08/29/2016. Correction to suspect medical device serial #.

Manufacturer narrative:
Follow-up # 2 date of submission 2/21/2017. Device evaluation: the device has been returned and evaluated by product analysis on 1/27/2017 with the following findings: during visual inspection of the pump, it was observed that the keypad rubber was peeling off at the bottom. The keypad cover was removed and there was no contamination or physical damage found to the keypad¿s contact buttons. The pump was opened and there were no intermittent conditions found on keypad flex connector. Unrelated to the initial complaint, it was observed that the battery compartment was cracked and the display screen was dim and discolored. The investigation was able to confirm the initial complaint about an under responsive keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.